Event description:
Early 50¿s female with history of abnormal uterine bleed. Procedure: total laparoscopic hysterectomy, bilateral salpingooophoretomy and cysoscopy. Vcare large handle not working properly- the white tip within the vcare is free and swivels within the device, not stationary. A second device was opened and used. No known harm to the patient- patient discharged the same day. Manufacturer response for cannula, manipulator/injector, uterine, vcare (per site reporter). Will obtain.